Manufacturer narrative:
Findings: unit passed rewind test, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 429 mg/dl. The customer was treated with injections. After troubleshooting was done, the customer was advised that the insulin pump would be replaced because they ran a 5.0 unit bolus in the air and no insulin exit. The customer is on her backup plan and taking injections.